Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "rn called cis to bedside for issue with infusing blood. Blood set described to have been primed appropriately via backprime on the pump. Witnessed continuous upstream occlusion alarm. Rn attempted to troubleshoot via backprime which also maintained continuous occlusion. Attempted to prime blood product manually using flow dial (disconnected from patient) and prbcs very slow to advance. Attempted to infuse on a different pump with same alarm. Changed to a new blood set and successfully primed/infused blood. Continuous occlusion alarm. Resolved by changing to new admin set. Drug used: prbc. Patient harm: no". As it was full of a blood product it had to be discarded. A preliminary review of the logs identified the following issue: tubing set error (clogged admin set). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.